Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it did not note the presence of ec320 alarm in the log however,there are numerous ec322s in the log. The customer likely intended to report an ec322. A visual inspection was performed and no abnormalities were found. The ec322 issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 322 was verified. The cause was determined to be the lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.